Event description:
The patient was diagnosed with a bowel perforation caused by the peritoneal dialysis (pd) catheter (not a fresenius product). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).